Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (B)(4) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during the investigation, no alarms or errors were observed in the black box or alarm history. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten. The pump powered on with the returned battery cap. The current draws measured within specifications. A battery life or eaw128-fxxx issue was not duplicated during testing. The cover was removed, and no further evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.